Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/12/2009,10/13/2009, 10/14/2009, 10/16/2009 and 10/28/2009 by phone, fax and mail. A completed questionaire has not been received. (B) (4). (B) (4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the pt had presumed lenticular astigmatism prior to surgery. The surgeon also reported the pt was seeing a blurred spot temporally that would come and go. The surgeon was treating the pt with medications. Additional info has been requested.